Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as therapy for the patients ventricular fibrillation (vf) and did not convert the patient's rhythm and therapy was exhausted. The smart pass feature was noted to be disabled and undersensing was noted for the patients vf. The patient had a cardiac arrest and had to be resuscitated in the ambulance while they were transported to the hospital. The patient was hospitalized and was put on a ventilator. The patient had a pulmonary edema while they were on the emergency room (ER). Technical services (ts) was consulted and reviewed stored data. Ts discussed how the patient hear rate was below the conditional zone for therapy delivery. Ts noted the there were shock impedance measurements low within range for the shocks delivered. Ts further discussed stored data and x-ray imaged, with the images indicating normal system placement. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient received multiple shocks for ventricular fibrillation (vf) from the subcutaneous implantable cardioverter defibrillator (s-ICD) that were not successful in terminating the arrhythmia. The patient was at home at the time, and an ambulance was called. During transit to the hospital the patient coded and was intubated and received external shocks. Upon arriving at the emergency room (ER) it was observed that the patient had pulmonary edema; the patient was placed on a ventilator. Technical services (ts) review of the s-ICD data showed that the device was programmed to the primary vector (2x gain, smart pass off). The first episode related to the event occurred early in the morning of (B)(6) 2025, and the patient received five shocks that were unsuccessful. Ts discussed how the patient's heart rate was initially below the conditional zone for therapy delivery (for approximately four minutes before detection) and that also during the episode the rate again dipped below the conditional zone at times and some of the complexes were determined to be narrow and not treatable. Post shock(s) there were again an assortment of complexes that were intermittently narrow as well as below the rate cut off. Additional treated episodes were stored that demonstrated that the arrhythmia had devolved into a very fine vf and there was significant undersensing by the device. Emergency services had already been contacted by this time. It was observed that the shock impedance measurements had been lower than usual during the shock delivery; however, they were still well within normal expected limits. It was also noted that the patient had recently undergone an ablation procedure for supraventricular tachycardia (svt) on (B)(6) 2025. Ts conducted a discussion with the physician in which the details of the event were reviewed along with x-ray imaging that illustrated normal system placement. No out-of-range impedance measurements were noted. Review of past events demonstrated that in 2023 the patient had successful treatment for ventricular tachycardia by the s-ICD. Further information received indicated that the patient had limited brain activity following the cardiac arrest and was subsequently removed from life support. The device is not expected to be returned.

Event description:
It was reported that the patient received multiple shocks for ventricular fibrillation (vf) from the subcutaneous implantable cardioverter defibrillator (s-ICD) that were not successful in terminating the arrhythmia. The patient was at home at the time, and an ambulance was called. During transit to the hospital, the patient coded and was intubated and received external shocks. Upon arriving at the emergency room (ER) it was observed that the patient had pulmonary edema; the patient was placed on a ventilator. Technical services (ts) review of the s-ICD data showed that the device was programmed to the primary vector (2x gain, smart pass off). The first episode related to the event occurred early in the morning of (B)(6) 2025, and the patient received five shocks that were unsuccessful. Ts discussed how the patient's heart rate was initially below the conditional zone for therapy delivery (for approximately four minutes before detection) and that also during the episode the rate again dipped below the conditional zone at times and some of the complexes were determined to be narrow and not treatable. Post shock(s) there were again an assortment of complexes that were intermittently narrow as well as below the rate cut off. Additional treated episodes were stored that demonstrated that the arrhythmia had devolved into a very fine vf and there was significant undersensing by the device. Emergency services had already been contacted by this time. It was observed that the shock impedance measurements had been lower than usual during the shock delivery; however, they were still well within normal expected limits. It was also noted that the patient had recently undergone an ablation procedure for supraventricular tachycardia (svt) on (B)(6) 2025. Ts conducted a discussion with the physician in which the details of the event were reviewed along with x-ray imaging that illustrated normal system placement. No out-of-range impedance measurements were noted. Review of past events demonstrated that in 202 the patient had successful treatment for ventricular tachycardia by the s-ICD. Additional information is being requested with regard to the patient outcome.

Manufacturer narrative:
Please see corrected narrative in section b.5. (Additional details) and additional device code in section f.10.